Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no additional findings. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: problem not detected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced an error e226 and noise appeared on the entire image for a moment. The issue occurred during sedation for a therapeutic video-assisted thoracoscopic surgery (vats). The procedure was completed with a back-up device. There were no reports of patient harm.